Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The analyst noted when flushing the delivery system was preformed no anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us - delsys/ expiration date: 28-feb-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation yes, return date: 27-dec-2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, device mfg date: 24-sep-2019, labeled for single use: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) would partially deploy whenever the system was flushed. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.